Event description:
It was reported that the device dropped that patient's temperature by 3 degrees, which caused an unspecified adverse outcome to the patient.

Manufacturer narrative:
This complaint is a duplicate of the following record, mfg report #0001831750-2024-00003. This complaint will be closed as a duplicate.

Event description:
It was reported that the device dropped that patient's temperature by 3 degrees, which caused an unspecified adverse outcome to the patient. Attempts are being made to gather additional details related to the injury.